Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that, per the patient¿s family member, the error seen was believed to be end-of-service (eos) which was probably the case. The hcp stated that the patient¿s cerebral vascular accident (cva) was cared for elsewhere and they did not have any information as to the cause. It was noted the patient had permanent paralysis due to the cva the hcp mentioned that travel/transportation was difficult for the patient and they were attempting to cover the parkinson¿s symptoms with medications. The hcp reported that they were, tentatively, arranging ins battery replacement surgery if needed. The hcp stated that the issue was not resolved and they had not seen the patient due to the difficulty they had traveling. There were no further complications reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37642, serial (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the caller saw a screen to "call in" today but they didn't write down the code. The patient had a stroke and was paralyzed on their left side. The caller requested a surgeon closer to the patient so they could replace the ins. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.